Event description:
The customer reported that a pt death occurred but was unsure if the philips equipment contributed.

Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred but was unsure if the philips equipment contributed. Based on the available info, the customer stated that a pt died of a heart attack in the emergency room. They are not saying that the philips instruments definitely caused this, however, as part of their risk management, they would like to make certain that the system performed as it should. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.